Manufacturer narrative:
(B)(4) for the reported event of stent partially deployed. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial distal release stent was to be used in the right bronchus intermedius during a stent placement procedure performed on (B)(6) 2016. According to the complainant, when the physician pulled the suture to deploy the stent, the delivery system bowed and slipped out of the bronchus. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event.